Event description:
Normal saline 50ml barcode not scannable and epic not recognizing the start of an infusion via baxter pump. When hanging a ceftriaxone antibiotic that was mixed with a normal saline 50ml bag, the normal saline bag needed to be scanned. The scanner was able to scan all other medications except the ns bag barcode. I had to override it.